Event description:
The ge oec 980c fluoroscopy system had intermittent image issues. Occasions occurred where the system would x-ray but no image be displayed.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the interconnect cable to restore proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.